Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21/mar/2024.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Additional observations: deformation observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade iii/IV. The device has been explanted.